Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed over sensing and the patient is pacing dependent. The device was scheduled to be explanted as a preventive replacement as the battery level was less than three years at the moment of analysis. The pacemaker remains in service at this time. No adverse patient effects were reported.